Manufacturer narrative:
A review of design history file showed no anomalies. Product met the manufacturing specifications. Based on limited information that is provided, the complaint could not be confirmed. As related to the product deficiency.

Event description:
Upon awakening of very strong pain in the eldest right leg, impossibility of walking, lifting the foot, dressing. Date#1 after tot strip application extremely severe pain of cruralgae/scialgia type. Scanner, MRI. Persistent severe disabling pain. Removal of the tot strip on date#2 by dr. (B)(6).